Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high pacing impedances that were due to fracture were likely caused by the confirmed fracture. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements in bipolar. The lead was switched from bipolar to unipolar. Imaging confirmed lead subclavian crush. Subsequently, this rv lead was explanted and replaced successfully. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements in bipolar. The lead was switched from bipolar to unipolar. Imaging confirmed lead subclavian crush. Subsequently, this rv lead was explanted and replaced successfully. No additional patient effects were reported.